Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient's infusion device delivered an unintended bolus while the keylock of the device was activated. No adverse event was reported. The infusion device was requested to be returned for product evaluation.